Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on 29 august 2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4). This autopulse platform is a reusable device that was manufactured in june 2012. The initial investigation determined that the problem was due to the processor pca (printed circuit assembly). The root cause of the blank led and unspecified errors was the processor pca. In summary, the customer's reported complaint of a blank led and unspecified error was confirmed. The initial investigation determined that this was due the processor pca. No further information has been provided. If additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that during shift checks the autopulse was giving intermittent errors; the autopulse would either give an error message (descriptions of errors not provided) or the lcd would be blank, although the backlight remained on. This occurred during shift check; no patient involved.